Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a cre wireguided catheter balloon was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the balloon could not be inflated properly due to a leak noted in the balloon. The physician confirmed that the balloon ruptured causing water to leak out of the balloon. The physician attempted many times to deflate the balloon; however, the balloon could not completely deflate and the inflation medium could not be removed. After several attempts the physician removed the cre wireguided catheter balloon from the patient and the procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was not burst. A functional evaluation was performed and it found that the balloon was difficult to deflate due to a pinhole leak near the distal tip. Based on the condition of the returned device, the reported defects of balloon deflation difficulty and balloon leaked were confirmed. The noted defects likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a cre wireguided catheter balloon was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the balloon could not be inflated properly due to a leak noted in the balloon. The physician confirmed that the balloon ruptured causing water to leak out of the balloon. The physician attempted many times to deflate the balloon; however, the balloon could not completely deflate and the inflation medium could not be removed. After several attempts the physician removed the cre wireguided catheter balloon from the patient and the procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.